Manufacturer narrative:
Without the return of the product for analysis, a definitive root cause to the reported clinical observation could not be determined. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
It was reported that during use of this disposable infusion set for basal delivery, the device alarmed occlusion. The device had been in use for less than three days. The patient's blood glucose level at the time of event was measured at 236 mg/dl. Subsequent to the occlusion alarm, the patient disconnected the tubing from the site, tightened the luer lock, and primed in prevention of any gaps of air in the tubing. The tubing was then held pointing downward and delivered a 5-unit corrective bolus. The occlusion alarm did not recur, indicating the occlusion was located at the site.